Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. However, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented no image. There was a connection error message. Wiping the contact did not solve the problem. The problem persisted even after replacing the main unit. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. The bending section cover adhesive was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.